Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during this therapy upgrade procedure two different leads were a failed attempt. The first one was placed at the left bundle branch in an off-label mode, but the physician was not satisfied with that lead to be positioned in the tissue. Then, the physician switched to a coronary sinus attempt but after gaining access at one branch, there was no capture in any vector. Finally, the physician used a non-bsc lead that was plugged in the lv port. The procedure was prolonged. The field representative will not be able to return leads as the facility kept them. No additional adverse patient effects were reported.